Manufacturer narrative:
Analysis was performed philips remote service personnel which included communication with the onsite biomed. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nbp pump. The issue was resolved by ordering and shipping a 453564792371 nibp assembly to the customer. The onsite biomed replaced the nbp pump assembly. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on an earlyvue vs30 indicating that the nbp values are high. When tested the values were high on everyone except the simcube simulator. The device was not in use on a patient at the time of the event, there was no patient involvement.